Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter occurred. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be a transmitter failure. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed.